Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 526 mg/dl at time of incident and current blood glucose level was 289 mg/dl, 190 mg/dl, 148 mg/dl and treated with insulin pump and manual injection for high blood glucose level. The customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not used auto mode at high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer states there was fluid in the reservoir compartment. Customer states o ring inside the lip of the reservoir compartment was not missing. Customer states they perform self-test and it passed. The device will not be returned for analysis.